Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. The customer went to bed at 164 m/dl, and was at 113 mg/dl at the time of the call. The customer used food to treat the low. Troubleshooting was completed and the customer believes the pump over delivered. The customer stated that when they checked their blood glucose level, it did not link over to the pump from the meter. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, selftest, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the dat at 0.08770 inches. Unit received with stained address/serial number label.